Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as detection of intermittent cardiac activity. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec (B)(6) performance requirements for sensitivity and specificity. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2017, consisting of two treatment shocks. Review of the downloaded software flag data indicated that the patient went into asystole with intermittent cardiac activity on (B)(6) 2017. At 23:49:24 the device delivered a treatment shock while the patient was in asystole. The post-shock rhythm remained asystole. At 23:50:23, the ECG recordings indicate that the patient received a non-lifevest external defibrillation while in asystole. The post-shock rhythm was an accelerated idioventricular rhythm at 130 bpm degrading to asystole with intermittent cardiac activity. A second lifevest treatment was delivered at 23:51:17 while the patient was in asystole with intermittent cardiac activity. The post-shock rhythm remained asystole with intermittent cardiac activity. The intermittent cardiac activity contributed to the false detections. The electrode belt was disconnected at 23:52:07. Following the event, the patient's doctor reported that the patient was in the hospital. The patient was intubated and in the ICU. The patient had no further use of the lifevest after (B)(6) 2017. The patient later passed away on (B)(6) 2017. There's no indication that the lifevest caused or contributed to the patient passing. The lifevest and external defibrillations were delivered while the patient was in a non-life sustaining rhythm. The patient survived the event and passed away 8 days later. The patient had been in the care of medical professionals and was no longer using the lifevest.